Event description:
Patient experienced necrosis at right upper vermillion border after collagen injection. Physician treated with demerol, oxycontin, kelfex and phenergan orally, as well as topical nitrogylcerine paste. Patient also had systemic symptoms of headache, nausea which were both resolved as of april-2002.